Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint by the customer on the v60 indicating that the device was not staying in standby mode to access the high flow therapy. It was reported that there was no patient involvement at the time the issue was discovered. The v60 was removed from service. The philips mult-vendor (mv) biomed the device was reading 0.7 when set to zero. Biomed requested software version 3.20 to complete a zero flow calibration of the flow sensors. The rse advised software version 3.20 was available to customers with the high flow therapy option. Additionally, rse informed biomed the recommended repair for reported issue of device not staying in standby was to replace the v60 flow sensor assembly and provided the part number and pricing. Investigation ongoing.

Manufacturer narrative:
H10: based on the above information, the device usage has updated. The device was previously reported as not in use but new information confirmed the device was in use on a covid patient in the ICU. No reports of harm/injury. Issue confirmed resolved with sw update/ flow sensor zero calibration fixed the problem.

Manufacturer narrative:
H10: the rse informed the biomed that the latest version of the service manual is version r, and the biomed requested software version 3.20 to complete a zero flow calibration of the flow sensors. A philips authorized service provider (asp) reported the issue was resolved when biomed updated the device software from 3.00 to 3.20. The device was operational after software update was completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.